Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at time of incident and current blood glucose was 125 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Pump received with normal operating currents. No battery out limit alarm, weak battery alarm, motor error alarm or blank display noted during the testing. (B)(4).